Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is undetermined. A review of all batch record documents was performed on the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially the customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc), during use. The solution to this issue was provided over the phone and no patient injury or need for medical intervention was indicated at the time of the initial report. On (B)(4) 2011 baxter product surveillance contacted the registered nurse (rn) regarding the ldv alarm. The rn stated that the home patient (hp) had peritonitis at the time, which may have contributed to the alarm. The rn stated that it also could have been fibrin. The hp was currently on hemodialysis (hd) due to their peritonitis, but that they would be back on peritoneal dialysis (pd) in a few weeks. The rn stated that as far as they knew, their therapy was going well. On (B)(6) 2011, baxter global pharmacovigilance received additional information from the peritoneal dialysis nurse (pdn). On (B)(6) 2011 the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex 11.5l (lot number unknown) intraperitoneally (ip) nightly for automated peritoneal dialysis (apd) therapy. On (B)(6) 2011, the patient was hospitalized for cloudy pd effluent and was diagnosed with peritonitis. There was no exit site or tunnel infection associated with the peritonitis. On (B)(6) 2011 , ip antibiotic therapy using gentamycin (dose unknown) and fortaz (dose unknown) was initiated. On (B)(6) 2011, the pd catheter was removed. On that same date, pd therapy using dianeal pd4 ambuflex was discontinued and hemodialysis therapy was initiated. On that same date, ip antibiotic therapy using gentamycin and fortaz was discontinued and intravenous (IV) antibiotic therapy using gentamycin (dose unknown) and fortaz (dose unknown) was initiated. The outcome of peritonitis was ongoing and unchanged. At the time of this report the patient remained on hemodialysis therapy and remained hospitalized. Concomitant medications were not reported. The pdn reported that the cause of the peritonitis was unknown. The pdn stated the event of peritonitis was not related to a baxter pd solution or a baxter pd device. The pdn denied having any further information.